Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had dark image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber breakage on light guide, fiber breakage in distal fibers, scratches at distal frame, and dents and bents on tube. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: "dark image" is confirmed due to fiber breakage on light guide. The most probable cause of the complaint is cause traced to component failure. The most probable cause of the additional findings is cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.